Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose of 214 mg/dl. Customer stated that her insulin pump is under delivering, it is not delivering the correct amount of insulin. Customer stated that she heard the beeps, but the insulin does not go through the tubing. Nothing further was reported.